Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an error with delete exams as there was no space. Review of the system log file showed malfunction of frontal ip-pc. As a part of troubleshooting process, fse identified the issue with ippc. To resolve the issue, fse replaced image processing personal computer (ip-pc), hard disk spare part and recreated the image store. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system has an error with delete exams as there is no space. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.